Event description:
It was reported that the patient's right ventricular (rv) lead has rising pacing impedance and now is outside expected range. Pacing and sensing are working as expected. No changes were made and the lead remains in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).